Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-05774. Same case as MDR ID 2134265-2013-05775. (B)(4) study. It was reported that post a percutaneous coronary intervention, in-stent restenosis occurred and the patient experienced ischemia. June 2010 the patient presented with shortness of breath and chest palpitations associated with worse on exertion, chronic fatigue and dizziness. A 75% stenosed and 46mm long target lesion was located in the mid right coronary artery with a reference vessel diameter of 3.50mm. The target lesion was treated with direct stent placement of a 3.50x38mm and 3.50x12mm taxus liberte stent in an overlapping manner, resulting in 0% residual stenosis. An 80% stenosed and 18mm long second target lesion was located in the 1st obtuse marginal with a reference vessel diameter of 2.75mm. The second target lesion was treated with direct stent placement of a 2.75x20mm taxus liberte stent, resulting in 9% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. October 2010, a 2.75x18mm promus stent was placed in an unknown lesion location and in november 2011 a 2.75x28mm ion stent was placed in an unknown lesion location. (B)(6) 2013, the patient presented with 3 days history of increasing shortness of breath associated with exercise intolerance, dyspnea on exertion and pedal edema. In addition, the patient also experienced episodes of clenching chest pain accompanied by nausea and smothering. The patient was hospitalized and was diagnosed to be class iii atypical angina and worsening coronary artery disease. A stress test revealed anterior wall ischemia. The following day an 80% in-stent restenosis was observed within the 2.75x20mm taxus liberte stent in the 1st obtuse marginal. The in-stent restenosis was treated with laser for ablation and non complaint balloon. Post dilatation was performed using 3.00 x 15 mm maverick quantum balloon, during which watermelon seeding in the mid segment was observed following which post dilatation was performed using 3.00 x15 mm non bsc balloon. Following post dilatation, residual stenosis was 0%. The event was considered as resolved without residual effects and the patient was discharged on same day on aspirin and prasugrel.